Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was implanted for fecal incontinence but now had urinary problems and a return of fecal symptoms. The healthcare professional (hcp) referred the patient to the manufacturer. The patient did not want to change settings for fear of worsening the urinary problems. It was noted that the settings had never been adjusted since implant. The patient was currently feeling stimulation. The patient was going to call and make an appointment with the hcp. The urinary issues started in (B)(6) 2015 and the return of fecal symptoms started in (B)(6) 2016. Further follow-up is being conducted to determine the circumstances that led to the issues and what steps were taken. If additional information is received, the event will be updated. Additional information from the consumer reported that to resolve her issues, she consulted with the doctor and met with the manufacturer's representative. The circumstances that led to the return of fecal symptoms and urinary issues were possibly spinal surgery and change in activity level. Additional information was received from a patient. It was reported that the patient experienced bladder issues as the patient was waking up every 20 minutes every night to urinate; the urinary frequency has since been resolved. The patient then noted that her bladder was retaining urine as it had grown in size and didn't have the strength to expel urine anymore. The patient thought the symptoms were caused by a uti but the tests came back negative, but confirmed an enlarged bladder. A pre-existing edema in the patient's legs was also noted. The patient stated that she experienced swelling and fluid retention in her legs so she was treated with lasix; the patient was wondering if there was a link between the device and the fluid retention. The patient saw her health care provider (hcp) regarding these symptomatic issues and reported that "everything cleared out and he told her everything was working." The patient noted that she was currently taking diazapram and "merpatrek."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.